Manufacturer narrative:
(B)(4). Batch # r93j02. Device analysis: the analysis results found that the mcm30 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 7 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot r40n1e number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? Did the device fire any clips? Or did the device not fire at all? Were the clips deployed malformed? Please explain: could not clip properly? Did the clips damage the tissue? Did the jaws of the device damage the tissue? How was the damaged tissue repaired? Was there any patient consequence?? If yes: please explain the patient consequence and how the consequence was resulted? The batch or lot number provided is not a valid number: r40nle. If available please provide the correct batch or lot number for the device reported.

Event description:
It was reported that at the middle of the procedure the device could not release the clips or could not clip properly and ripped patient tissues. Used a second device to complete the procedure.